Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. At the time of the report, the customer provided a cgm bg reading of 120 mg/dl, and a meter bg reading of 145-170 mg/dl. The customer did not provide past cmg and bg meter values. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.